Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The patient was not affected. The device was inspected prior to use, and was found to be operating normally. The procedure was diagnostic.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation did two consecutive burn-in tests were completed with different scopes (180 and 190), image was present and stayed present during burn-in tests. Device passed all functional tests. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, no image and intermittent black screen on the evis exera iii video system center. It was replaced with multiple scopes and the same issue occurred. There was no harm or user injury reported due to the event.